Event description:
It was reported that implant detect on the implantable pulse generator (ipg) did not complete due to no atrial lead implanted related to the patient having atrial fibrillation. Because of the missing atrial lead, implant detection did not automatically complete and diagnostics and other features cannot work as designed. The device was reprogrammed to "implant detect" off and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Competitor implantable pacing lead: (B)(4), implanted: (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. There were no anomalies found.